Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and showed a broken grip cable. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the end of the surgery, the monopolar curved scissors (mcs) instrument was not working normally, thereby preventing the surgeon from cutting the necessary tissue. The mcs instrument was removed from the cavity, and upon checking, a filament cable at the tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.